Event description:
It was reported the patient was 'shocked' by the implantable neurostimulator, with "some gradual acthe past - since the scs had been implanted- not new movements - the shocks were a significant increase in the stimulation so much, so that the stimulation prohibits be from moving due to a severe muscles contractions." "It was almost as if the muscles were stuttering due to the excess/additional stimulation." When the patient spoke with their physician, as well as the nurse, who has been consulting with them since the surgery, neither understood why or what was happening. The patient had an appointment in 4 days. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).